Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: crease fold and delamination. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the plug strap disk shell, delamination in the plug strap disk shell/diaphragm valve. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on plug strap disk shell to an unidentified (tear) opening. Delamination of the diaphragm valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.